Event description:
Potential for injury associated with broken welds on the center mount bracket of a tdxsp-mcg power chair. This event could cause possible product instability and the potential for not permitting the chair to maintain its intended weight-bearing status.